Event description:
It was reported that an interlink y-type catheter extension set was broken at the y-injection site. This malfunction occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample arrived out of the pouch primed. Visual inspection of the device revealed a missing tubing section at the y-site. The remaining solvent bonds were strength tested with no issues. The cause of the reported condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.